Event description:
It was reported that during the implant while performing a pacing test loss of capture was seen. The sensing vector was attempted to be changed but no capture persisted. It was noted that the lead had dislodged into the coronary sinus, thus this lead was not used. The lead will not be returned as it was lost. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant while performing a pacing test loss of capture was seen. The sensing vector was attempted to be changed but no capture persisted. It was noted that the lead had dislodged into the coronary sinus, thus this lead was not used. The lead will be returned as it was lost. No adverse patient effects were reported.